Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported symptoms of fatigue, joint pain, headaches, brain fog, memory recall issues, and their body feels inflamed. Additionally, there is a sharp pain in both breasts which occurs on the lower lateral side of the right breast and on the interior portion on the upper nipple of the left breast. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-03529 for the contralateral event.